Event description:
During surgical procedure x-stream laparoscopic irrigation tubing set ref: (B)(4) (bard-davol, inc) failed to work. Instrument exchanged and failed to work again. No harm to patient.